Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer switched to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.